Manufacturer narrative:
The reservoir does not stay locked in place properly due to broken reservoir tube lip. Insulin pump received with missing the black o right/seal from inside reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call that there were cracks on the device. Customer's blood glucose was unknown. O-ring wouldn't stay in the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.